Event description:
On (B)(6) 2013, the lay user/reporter contacted lifescan (lfs) alleging the patient's onetouch verioiq meter was having a battery charging issue. The complaint was classified based on the customer care advocate (cca) documentation. The reporter was unaware of when the issue first started. The reporter stated the patient tests twice a day. The reporter was unable to report what medications the patient takes to manage her diabetes. The reporter was unsure if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The reporter stated the patient developed symptoms of "nausea, dizzy and headache" on an unknown date and time. The reporter was unable to report if the patient was given any treatment in response to the alleged symptoms. At the time of troubleshooting, the cca confirmed there was no misuse of the product, and this was the first time the meter has been used. When the power button was pressed, the meter did not power on. When a new test strip was inserted, the meter did not turn on. The patient was found to be using the correct test strips. The reporter was unable to do a rapid charge since she did not have a charger at the time of the call. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.